Event description:
It was noted that there was no performance issues with the ipg or leads. It was noted that ipg and rv lead were reprogrammed three times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 22-october-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient passed away. It was reported by the patient representative that three weeks post implant the patient experienced chest tightness and discomfort. The patient was hospitalized. They then experienced cardiac arrest, where their heart stopped beating for one minute, causing the brain to be deprived of oxygen and they deteriorated into a coma. Patient was resuscitated, however their current status was noted to be "brain dead" and it could not be confirmed if they were still alive. Patient relative claimed that the device failed to detect data from the cardiac arrest and questioned the quality of the pacemaker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three weeks post implantable pulse generator (ipg) system implant, the patient felt uncomfortable while walking and experienced asystole and syncope. Rescue was carried out on the way to the hospital. After being connected to a monitor, it was noted that the patients heart rate was thirty beats per minute and the implantable pulse generator (ipg) was suspected to have failed to pace causing non capture. Around ten minutes later, the ipg resumed pacing and the heart rate rose. It was further noted that two days later the patients family suspeted the ipg was faulty. All parameters were normal but the patient experienced atrial fibrillation (af). The ipg system remains in use. No further patient complications have been reported as a result of this event.